Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2009 that there was a problem with the implantable neurostimulator (ins) implanted for radicular pain syndrome (radiculopathies). The end of service (eos)/ end of life (eos) message was seen. Additional information was received from the consumer on (B)(6) 2017 reporting that their device from 2005 was defective. This was clarified to mean that it was not recharging. The event started in (B)(6) 2009 about a week before the device was replaced. It was confirmed that the device was removed and replaced in 2009. Replacement date was clarified to be (B)(6) 2009. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided what their weight was at the time of the event. No further com plications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the very first implant was done in (B)(6) 2005. The only issue that started happening to it was that it would not charge. There was nothing else wrong with that device. The ins wouldn't charge when the patient tried and that was it. The patient had a replacement surgery in 2009. The replacement surgery went smooth and the patient did not know if the ins was returned by the healthcare provider (hcp). The patient mentioned she did not keep any devices that went along with the 2005 implant. No further complications were reported.